Manufacturer narrative:
(B)(4). The investigation was completed on 30-sep-2020. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retain testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ lot h20136.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 04-sep-2020, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hematocrit result of 36% on a patient. Presented with altered state of mind, rectal bleeding. There was no patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2020, collected: 16:16, tested: 16:22, hct: 36%, hgb: 12.2 g/dl, sample: arterial; sysmex, (B)(6) 2020, 16:24, 16:29, 14%, 4.6 g/dl, venous. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.